Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed sureform 60 (lot number: k10251112-0112) was used first and installed on the system intermittently. It was installed on the system 2 times and fired 2 blue reloads. On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. Next, sureform 60 (lot number: k11251115-0362) was installed on the system intermittently. It was installed on the system 10 times and fired 10 reloads (9 blue and 1 white). On installs 1-6, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On installs 7 and 8, the system failed to detect the reload color. On install 7, the first clamp was successful, and the firing was completed with 2-3 pauses for compression. On installs 8 and 9, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 10, the first clamp was successful, and the firing was completed with 1-2 pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, a sureform 60 stapler with a blue reload misfired and had a misaligned staple line. No fragment fell into the patient. It is unknown if any intervention was required to address the misaligned staple line. The procedure was completed with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.